Event description:
It was reported that due to unknown reason, the patient¿s ipg became unable to communicate with external devices.

Manufacturer narrative:
The date of event is estimated. Further information requested, not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 where the ipg was replaced to address the issue.